Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the coronary dilatation catheters, mini trek, instructions for use (IFU), adverse events section, as a known patient effect. The trek rx IFU, warnings section states, balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 14 atm; therefore, rbp was exceeded. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a dissection was noted in the right coronary artery after predilatation was performed with the 2.0x12 mini-trek at 20 atmospheres. An implant successfully treated the dissection. There was no adverse patient sequela. No additional information was provided.